Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced and the insulin pump had a blank display. The customer¿s blood glucose level was 400 mg/dl. Customer stated that they had inserted two new batteries and the screen still did not turn on. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. The customer declined troubleshooting of the high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.